Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a starclose se device. Reportedly, upon clip deployment, the clip did not fire. The access ports and safety release mechanism were used to and the device was removed successfully. The method to achieve hemostasis was not specified. No additional information was provided.